Manufacturer narrative:
Additional information has been received which was not correct in the initial report. The information has been provided in below sections with this follow-up report. 1. Section b5 - updated the summary. 2. Section d1/d2a/d2b, d3 & d4 - product material has been changed from mmt-1886 to mmt-1882 and updated brand name, product code & common device name, manufacturer name, model number, catalog number, lot number and primary UDI number. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: the event involved product(s) mmt-1884, mmt-441ag, mmt-342, mmt-7040b. No product return is required for mmt-1884. No product return is required for mmt-7040b.

Event description:
It was reported to medtronic minimed that the customer reported a difference between sensor glucose and blood glucose values also experienced hypoglycemia. The customer reported blood glucose value of 44 mg/dl. The customer was treated with taking sugar and juice. The event involved product(s) mmt-1884, mmt-441ag, mmt-342, mmt-7040a. Troubleshooting was performed. The blood glucose value was 44 mg/dl and the sensor glucose value was 104 mg/dl. The difference between the sensor glucose and blood glucose values was out of the acceptable range. Troubleshooting was performed for low blood glucose event and stated that customer was using the auto mode/smartguard feature at the time of the event. Customer has been using the insulin pump system within 48hours of reported low blood glucose event. No further patient complications were reported. It was unknown whether the customer will continue to use mmt-1884. No product return is required for mmt-1884. No product return is required for mmt-7040a. No product return is required for mmt-332a. No product return is required for mmt-399a.

Manufacturer narrative:
This is 2 of 2 medwatch reports regarding this event. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.